Event description:
On 13-mar-2026, a sales representative reported via phone that an ar-2658tr knotless dis clav plate button tightrope had the button come off the inserter when opening the packaging, and during a case, it was found that the threads on the inserter were not long enough to lock the button back onto the device. A new device was opened and used to finish the case with no further complications or patient harm beyond a delay of less than 10 minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.